Event description:
It was reported that there was a "pin hole" in the packaging, the size of a pencil tip. It was further reported that the hole was in the sealed packaging.

Manufacturer narrative:
Additional info will be provided once the investigation has been completed.